Manufacturer narrative:
Additional excluder® device included in this report: pxc141200/(B)(4). (B)(4). Computed tomography (CT) images dated 6/12/2017 were received by gore from the facility and an imaging evaluation was performed. All seal zones were evaluated, and the graft appeared adequate and was apposed in all seal zones. There was no contrast noted in the aneurysm sac. There were two vessels that could possibly have communication with the sac: one branch from the superior mesenteric artery and one branch from the celiac artery. No conclusions could be made from the images provided. A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore®excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
On (B)(6) 2010, the patient was implanted with a gore® excluder® aaa endoprosthesis to treat an abdominal aortic aneurysm. On june 12, 2017, follow-up imaging reportedly revealed the aneurysm had increased in diameter (amount unknown). The cause of the aneurysm enlargement could not be determined. No re-intervention procedure has been planned or scheduled to date.